Event description:
The reporter stated that she had gotten the er1 in the past, and has then retested. She stated that sometimes there has not been enough blood on the test strip. She uses the confirmation dot for comparison to the color chart when testing.